Event description:
It was reported that during a scheduled implant procedure, the physician attempted to implant this lead in the coronary sinus. After the lead was placed in the desired location, a drop in impedance measurements to 200 ohms was observed as well as loss of capture (loc). The lead was retracted, and the physician attempted to implant it in multiple locations. Once contrast was used to determine where the lead was specifically located, it was noted that the pericardial space filled with contrast. The physician opted to place a new lead in the right ventricle. The patient's vital signs remained stable and a echocardiogram was performed. A small pericardial effusion was confirmed and the physician stated that the patient is expected to fully resolve without further intervention. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was disposed.